Event description:
It was reported to philips that flexvision computer was unable to boot, preventing the system from booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) investigated the system onsite and found that the flex vision pc was unable to boot up. Review of the system log file showed that there was malfunction in flex vision pc and it was not able to connect with host pc. Upon troubleshooting, fse found that there was a issue with hard drive which prevented the flexvision pc from starting up and the hard drive was corrupted due to the unexpected power outage. To resolve this issue, fse reloaded the flex vision software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.